Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27aug2020. Heartmate 3 lvas instructions for use (IFU) and patient handbook is currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with complaints of driveline drainage and pain at the exit site. The patient was taken for a washout and the driveline cultures continued to be negative on (B)(6) 2021. The patient required 1 unit of blood on (B)(6) 2021 which felt to be related to the oozing at the driveline site from the washout. The patient was discharged on (B)(6) 2021 with wound vacuum placement and will remain on vancomycin 750 mg taken by intravenous every 12 hours and cipro 500mg twice a day until (B)(6) 2022.